Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: upon analysis, foreign material was observed on the battery terminals and a tantalum capacitor was missing. The foreign material appeared to be a molten mass of a variety of compounds, with an ¿l¿ structure within the mass, as if something had been seated in this location with a distinct 90° edge. Sem (scanning electron microscopy) determined the identity of the materials. The results indicated that it was highly likely the material on the battery terminal surface was the missing capacitor.

Event description:
It was reported that prior to implant attempt while the device was still in the package, no telemetry with the device was possible. Telemetry was attempted with three different programmers using both wired and wireless telemetry. The device was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.